Manufacturer narrative:
Per the instructions for use (IFU), potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. The device training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. There are multiple etiologies for bowel ischemia/infarction including embolization occurring after device manipulation, balloon valvuloplasty, or valve deployment and these events can result in varying degrees of permanent impairment. Additionally, prolonged hypotension can contribute to decreased bowel perfusion and ischemia potentially leading to tissue necrosis. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Although the exact cause and source of the ischemia cannot be determined, it is possible patient or procedural factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the japanese tavi registry the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) receiving a 20mm sapien 3 ultra resilia valve as a valve in valve procedure (tav in tav). On postoperative day (pod) day 7 critical limb ischemia was observed. On pod 13 a drug eluting stent was implanted by endovascular therapy (evt) for a 99% stenosis of the left superficial femoral artery. On pod 19 balloon angioplasty was performed by evt for a 99% stenosis of the right posterior tibial artery. On pod 54 due to lumbar compression fracture and decreased activities of daily living caused by chronic limb threatening ischemia, the patient was transferred to another hospital for the purpose of continuing rehabilitation.